Event description:
It was reported one of the patient's lead had high impedances. As a result the patient was not receiving effective therapy. Surgical intervention was undertaken wherein both of the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: unknown, batch: ab2329. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: unknown, batch: ab2135.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.